Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter called to report that the customer is unable to fill the tubing in her insulin pump. Troubleshooting was done and the insulin pump passed functional testing. Customer was now able to fill the tubing and resolve issue. Customer's blood glucose reading was 466 mg/dl. Product is not being returned or replaced.